Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. A fax was sent to inform the user facility of the event. Correspondence was received from user facility stating that determination was made that event did not meet reporting requirements. No medwatch report was received.

Event description:
It was identified that pt underwent total elbow arthroplasty on or around 2004. Two years post-op, pt presented with swelling and radiographs indicate one screw from condyle unit was loose and located in the soft tissue. Revision procedure was performed in 2007.